Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter powers off during use. This medical affairs specialist contacted the pt to clarify info obtained from the initial phone call on november 6, 2008. However, the pt provided limited info. The pt test 4 times per day and takes insulin based on a sliding scale per the lfs meter readings. According to the pt, the power issue first started on five days prior to original date, at 3pm. After the power issue began, the pt indicated that she started to user her backup meter. The pt increased her diabetes medication regimen for unspecified reasons and had symptoms described as "sweating and blurred vision". The pt was able to confirm her symptoms that can be suggestive of hypoglycemia with a blood glucose reading of "60 mg/dl" obtained on a backup meter at the time of concern. The pt reportedly did not receive any medical intervention, due to the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that there was no meter misuse and the subject meter did not power off before the allowed time was up. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet rec'd them. If lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.